Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) was not dispatched to investigate the event. A definitive root cause could not be determined. This is 4 of 5 separate MDR reports related to 5 pt events associated with a single malfunction report on different days. Reference MDR numbers: 2122870-2011-05407, 05408, 05409, 05410 and 05411 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated accutni (troponin) result in the risk stratification range for five patients. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the samples and the results were within the normal reference range. The initial results were reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of any adverse event or indication of any medical intervention to prevent serious injury.